Event description:
It was reported that the lead was capped and replaced due to a capture anomaly. The physician noted that the suture sleeve was tied tightly around the yoke of the lead and suspected that it was the cause of the lead failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.